Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I ca125 result on one patient. Results provided: (B)(6) 2019 = 136 u/ml; new sample tested at another laboratory (method unknown) = 16; new sample from other laboratory processed on this alinity = 16 u/ml. It is unknown if the patient is diagnosed with ovarian cancer. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints for the alinity I ca 125 ii (list 8p49), lot# 93256fp00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customers observation. Accuracy testing was performed on lot# 93256fp00 with an internal ca 125 panel and all criteria was met indicating acceptable product performance. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca125 ii (list 8p49), lot# 93256fp00 assay.